Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: stated "unable to detect disposable" issue confirmed during co2 accuracy task. The cause was identified during internal inspection. - workmanship at bd. The harness assembly was improperly routed, causing it to be pulled out with repetitive door openings. - product fi report to be uploaded to salesforce. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device unable to detect disposable & failed co2 sensor accuracy. There was no patient involvement.